Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 50 mg/dl at the time of incident and current blood glucose value was 104 mg/dl. Customer's other blood glucose values were 51 mg/dl and 62 mg/dl. Customer reported that auto mode feature was active at time of low blood glucose event. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.